Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6068-90t quickpass lasso broke. This occurred during a bony bankart procedure. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-6068-90t with batch 4024138188, which displayed that the device had a broken tip. Therefore, arthrex was able to deduce that the most likely cause of the reported failure can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the device during use.